Event description:
It was reported that the user performed incorrect supply change steps by forgetting to fill the cannula after changing the infusion set and cartridge, following a previously leaking infusion site, while using the tube component of the system. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure involving the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.